Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the same cartridge was reloaded to address the issue and insulin delivery was resumed. The customer¿s blood glucose level was not impacted.